Manufacturer narrative:
Patient¿s height reported as (B)(6). Date of postoperative screw breakage is unknown. This report is for three (3) unknown 2.7 mm locking screws. Part and lot numbers are unknown. Without the specific part and lot number, the UDI is not available. Part of the screw remained in the patient¿s bone; device not considered explanted. Complainant device is not expected to be returned for manufacturer review/investigation. Number (510k): unknown, as specific part and lot numbers for 2.7 mm locking screws is not provided. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a distal humerus hardware removal procedure was completed on (B)(6) 2017 due to three (3) 2.7mm broken distal locking screws and patient reports of pain. It is unknown when it was discovered the screws were broken. The three (3) shafts of the screws were unable to be removed and remain in the patient. The procedure was completed successfully with no surgical delay or additional medical intervention. No new hardware was implanted as the original fracture had healed. The original hardware was implanted on (B)(6) 2016 during an open reduction internal fixation (orif) of the distal humerus post motor vehicle accident. Concomitant devices reported: plate (part 02.117.207 lot 8136972, qty 1), plate (part 02.117.604 lot 9197712, qty 1), unk intact screws (part/lot unknown, qty unk). This report is for three (3) unknown 2.7 mm locking screws. This is report 1 of 1 for complaint (B)(4).